Event description:
Family member regarding pt's pen. Blood glucose was elevated for several days in a row. Called the doctor who recommended use of a syringe instead of the insulin from cartridge. Glucose went back to normal.